Event description:
It was reported that the bd discardit¿ ii syringe leaked during the blood collection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "stuck plunger, air entry. "We have had several complaints from customers regarding bd brand 10ml and 20ml syringes. They complain of stuck plungers, air entry, and if they do not place the syringe in an upright position when positioning the syringe towards the collection tube there are several drips on the floor." Syringes are used in clinical laboratories for blood collection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-aug-2023 . H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2110189. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) sample units were returned for evaluation. However, through inspection of the samples, no signs of defect were observed. The provided samples did not display any functionality issue. The medication used or a special method of handling (high temperatures, pressures, several uses, etc.) Could affect the functionality of the syringe. At this time, an exact cause could not be identified.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked during the blood collection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "stuck plunger, air entry. "We have had several complaints from customers regarding bd brand 10ml and 20ml syringes. They complain of stuck plungers, air entry, and if they do not place the syringe in an upright position when positioning the syringe towards the collection tube there are several drips on the floor." Syringes are used in clinical laboratories for blood collection."